Event description:
The patient contacted dexcom technical support on (B)(6) 2013 and reported that on the date of report that the sensor was removed on the date of insertion. The patient reported that the sensor wire appeared shorter than normal. The patient reported that there was no additional discomfort. No medical intervention was required. The patient reported that he did not feel anything different than other insertions at the time of the report.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.